Manufacturer narrative:
The aware date of this information should be (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating conflicting information that they first started to experience uncertainty of their device working in (B)(6) 2017 and then stating 6 months before. Symptoms experienced included fatigue and weight loss of (B)(6). Circumstances that led to the uncertainty included a doctor visit and seeing data on their device and steps taken to resolve the uncertainty include a dr. Visit.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4) , implanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was unsure if the device was working. The patient called back the next week indicating they thought they might be using too much voltage and that they had symptoms, and that this was a sudden change in symptoms. They were feeling miserable and were having really bad dyskinesia. The patient was able to use their patient programmer and verify the right ins was on and ok, however they got the poor communication screen when they checked the left one. No further complications were reported as a result of this event.